Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
It was reported that during the operation, the surgeon tested the valve and found that it was leaking.